Event description:
Customer reports at the start of the day schedule, staff could not get the room to fluoro. Customer does not have another room to do procedures.

Manufacturer narrative:
Biomed reports operator power cycled everything first to reset the system. System is now completely functional and will do fluoro and digital spots. Biomed cannot determine why the system would not fluoro and operators could not determine if there were any interlocks or messages when the system would not fluoro. System returned to full service by the customer.